Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection did not reveal any anomalies on the lead body. X-ray examination revealed slight over-torque of the inner coil at the connector region due to procedural damage. The measured full helix extension length was within specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, there was loss of capture on the right ventricular (rv) lead. Dislodgement was suspected however it was unable to be observed on diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.